Event description:
It was reported the patient called the clinic and stated they were getting an 8286 error code, empty pump reservoir alarm, on the ptm. No patient symptoms, interventions, drug or patient outcome reported. Further follow-up was being conducted to obtain the information. If additional information is obtained a follow-up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8835, serial# unknown, product type: programmer. (B)(4).